Event description:
Package indicates that the item is a portex tracheal tube size 10.0mm ID, 13.6mm od. The item in the package is a portex 7.0 ID, 9.6 od. The difference in size could cause delay in treatment of a pt in an emergency and put the pt in jeopardy.